Event description:
Boston scientific received information that this patient who was recently implanted with an implantable cardioverter defibrillator (ICD) called to report that he feels his device is poisoning him and that he's been in bed for 39 days. Symptoms described were that the pocket site swelled up and turned purple. The patient reports being in a lot of pain. He states he's been seen in the emergency room a couple times and has spoken with his physician. He continued to explain how much pain he was in and has no energy. At this time, all available information indicates the product is in service.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information have been made; however no further information was available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). This investigation is pending additional information from the field representative.

Event description:
--